Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection fortum (1 gram, frequency and route not reported) and injection vancomycin (1gram, loading dose (ld), route not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. The patient remained hospitalized. At the time of this report, the patient had recovered from the event with sequelae. No additional information is available.